Manufacturer narrative:
Concomitant medical products: vedr01 ipg implanted: (B)(6) 2009.

Event description:
It was reported that myopotential oversensing was seen on the atrial channel with inappropriate tracking from the device. It was noted that the myopotential oversensing is intermittent. And when troubleshooting with mode switch being off and on, either way resulted in symptoms. It was noted that the patient has a disabled (B)(6) child that weighs (B)(6) that the patient needs to carry, and it seems that this might be the time at which the oversensing occurs. Additionally, it was noted that there needs to be a battery change. The atrial lead remains in use. The device was explanted and replaced with a parylene coated device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.